Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient presented with heterotopic ossification. A revision surgery is scheduled to remove the device.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a patient presented with heterotopic ossification at level c5/6. Arevision surgery was performed to remove the device. During removal of the device, the poly part of the implant was damaged. They used a rongeur to remove it. Once it was removed, the surgeon continued to decompress and then fused using a cage and plate.

Event description:
It was reported that a patient presented with heterotopic ossification at level c5/6. A revision surgery was performed to remove the device. During removal of the device, the poly part of the implant was damaged. They used a rongeur to remove it. Once it was removed, the surgeon continued to decompress and then fused using a cage and plate.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation product was returned and evaluated. All three components had evidence of iatrogenic damage. The articulating surface of the polyethylene insert showed machining marks, burnishing, and multidirectional scratches. Overall the results of the stage I analysis are consistent with a device having a short implantation time and iatrogenic damage. Potential cause root cause was unable to be determined. This event could possibly be attributed to operational or patient factors. DHR review per DHR review, the part was likely conforming when it left zimvie control. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Corrections in d1 and d4: catalog number, lot number, and UDI number. . Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a patient presented with heterotopic ossification at level c5/6. A revision surgery was performed to remove the device. During removal of the device, the poly part of the implant was damaged. They used a rongeur to remove it. Once it was removed, the surgeon continued to decompress and then fused using a cage and plate.